Manufacturer narrative:
An outside united states (us) customer contacted a siemens customer care center and reported that a falsely depressed enzymatic creatinine_2 (ecre_2) result was obtained on an atellica ch 930 analyzer. Quality controls (qc) and calibration were acceptable on the day of event. A siemens field application specialist (fas) was dispatched to the customer's site. The fas performed atellica test protocols (atp) and mixer tests (dmix, smix, rmix), which recovered acceptably. Siemens is investigating the event.

Event description:
A falsely depressed enzymatic creatinine_2 (ecre_2) result, flagged with abnormal reaction, was obtained on a patient sample on an atellica ch 930 analyzer. The discordant result was not reported to the physician(s). The sample was repeated on the original instrument. The repeat result was higher than the initial result. The repeat result aligned with the patient's status and was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre_2 result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00196 on 06-jul-2022. Additional information (25-jul-2022): siemens reviewed the instrument data and determined that the initial discordant result was 39.3 umol/l and repeat result was 146.3 umol/l. Siemens further investigated the issue and determined that there was a foaming issue and process errors on the day of event. Siemens concluded that sample integrity, sample specific issues, and preanalytical variables potentially contributed to the falsely depressed enzymatic creatinine_2 (ecre_2) result. No issues were observed with other patient samples, indicating that the instrument and reagents were performing acceptably. The investigation findings code and investigation conclusions code in section h6 were updated based on the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.